Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, loss of rv capture, and rv noise. There were also decreased shock impedance measurements and decreased intrinsic r wave amplitude measurements, but these remained within normal limits. A chest x-ray was performed which revealed the patient¿s rv lead was in the identical position and was correctly inserted in the device header. A request was made to have data from this device analyzed. Data analysis showed there were no faults or resets and the battery power was normal. The change in impedance measurements did not coincide with any device anomalies. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that rv pacing impedance measurements increased to greater than 3000 ohms, then decreased to normal measurements. The shock impedance measurements increased to 125 ohms. Defibrillation threshold (dft) testing was performed which revealed shock impedance measurements of 94 ohms and 96 ohms. The device was reprogrammed to ovo as no pacing was required, and anti-tachycardia pacing (atp) therapy was programmed off. No additional adverse patient effects were reported. The device remains in service.